Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the harvester on this case, had aspirations to utilize one hp2 to harvest both vein's in the left and right leg; it was determined this necessary based on the initial vein not showcasing the quality needed. During the second leg harvest, they noticed the c-ring (ceramic) not functioning normally (in addition to the cut/seal experience seeming inconsistent). Additionally, the tunnel was becoming smokey with visibility decreasing; thus, they removed the device and noticed a portion of the c-ring detached. With jaw/silicone damage. It appears the heater wire became detached, and there may be a small portion of the silicone peeling away. They mentioned tougher anatomy and had the team increase cut power on the generator, going from a 3 to a 4.5. This, in addition to using this hp2 for two legs may have been factors as to why this kit became mangled, the c-ring detaching however is harder to explain. It caused a 5-minute delay, the procedure was completed successfully with a second hp2 kit. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/03/2025. An investigation was conducted on 05/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Both the cannula and harvesting device was returned for evaluation. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The plastic arm of the c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the c-ring. No other visual defects were observed on the cannula or c-ring. The clear silicone insulation on both the cold and hot jaws was observed to be peeled back, exposing the tips of both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed on the harvesting device. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring rod" was confirmed, as well as the reported failure "peeled; delaminated; jaw". The analyzed failure "material twisted/ bent wire" was also observed. A lot history record review was completed for lots 3000456179, 3000447845, and 3000442955 the last 3 lots shipped to the account prior to the event/aware date. For lot #3000456179. There were no ncmrs, rework, or deviations documented for the lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures and the analyzed failure. For lot # 3000447845. There was an ncmr , rework, or deviation documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failure. For lot # 3000442955. There were two (02) ncmrs , rework, or deviation documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failure.